Event description:
The facility representative reported a colleague infusion pump that is not "seeing" alternating current power. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump that is not seeing alternating current power was confirmed and reproduced during sample evaluation. The root cause of this condition was assigned to a faulty power supply. The power supply was replaced to correct this condition.this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.